Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during a stenting procedure on a pt. According to the complainant, the stent would not deploy when the handle was pulled. The procedure was completed with another wallstent biliary stent w/unistep plus. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; stent damaged.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. No issues were noted with the profile of the device other than a kink in the shaft at 450mm distal to the t-bar connector. During analysis, it was possible to retract the t-bar connector and outer sheath and deploy the stent without issue. It was noted that the distal stent wires were uncrossed. Following a device analysis that the condition of the returned unit could potentially be related to the complaint incident. Based on the results of the analysis, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. A labeling review identified that the device was used per the bare biliary directions for use (dfu). (B)(4).